Event description:
Hcp reported the patient developed an infection of the device pocket 8 weeks after implant. This was evidenced by redness and drainage and was precipitated by a minor skin abrasion in the vicinity of the pocket. A culture of the device pocket was done. It is unknown what organism was cultured. The patient was treated with IV and oral antibiotics and total device system explant. The infection resolved. The patient had no drug withdrawal as patient was given oral morphine. The patient is reported to have "extreme skin fragility/self induced abrasion."